Event description:
It was reported air within the device occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During preparation and aspiration of a trusteer sheath (lot 37979194), air was observed entering the system in the side port tubing while aspirating. The physician confirmed that the sheath tip was not in contact with tissue, yet air continued to be introduced during aspiration. A second trusteer sheath (lot 37819294) was opened and tested, but the same issue occurred, with air again entering the system during aspiration. Aspiration was performed without introduction of air into the patient vasculature, and the procedure proceeded without further issue. A watchman fxd curve sheath was opened and used to complete the procedure, and the closure device was successfully placed to treat the laa. The patient was discharged without complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the watchman trusteer access system, part # m635tu90050, batch # 0037819294. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the watchman trusteer access system was returned for device analysis. The device was visually and microscopically examined. Visual and microscopic inspection revealed no damage or defect observed. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported event as there was no damage with the returned device and functional testing passed. Risk review: a risk review was completed and confirmed that the event of damaged/defective and air in device was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of device problem excluded. A thorough review of the available information in the complaint did not find any fault condition(s) with the product related to the reported complaint allegation.

Event description:
It was reported air within the device occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During preparation and aspiration of a trusteer sheath (lot 37979194), air was observed entering the system in the side port tubing while aspirating. The physician confirmed that the sheath tip was not in contact with tissue, yet air continued to be introduced during aspiration. A second trusteer sheath (lot 37819294) was opened and tested, but the same issue occurred, with air again entering the system during aspiration. Aspiration was performed without introduction of air into the patient vasculature, and the procedure proceeded without further issue. A watchman fxd curve sheath was opened and used to complete the procedure, and the closure device was successfully placed to treat the laa. The patient was discharged without complications.